Event description:
An increase in the frequency of changing out neonatal in-line suction catheters, to every 24 hours, was done without notifying institutions of the new IFU. Neonatal in-line suction catheters were originally changed out every 72 hours per the previous IFU.